Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the ring around where you put the reservoir is disintegrating. The customer's blood glucose level was unknown. The device will be returned for the analysis.